Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump has non-responsive keypad buttons. The user also stated the pump has a diminished battery life, chipped battery cap, and reported that the prime process is loud. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed. No harm requiring medical intervention was reported. The pump will not be returned for analysis.